Event description:
The hcp reported that, over the course of the last month, the pt has experienced a loss of efficacy in relation to the pump. At the last refill, the expected reservoir volume was 1ml and the actual aspirated was 18ml. A follow up report will be sent when additional information is received.